Event description:
It was reported that the patient presented during a generator change procedure. Upon attempting to remove the right ventricular lead from the old pacemaker header, it was observed that the lead insulation material of the old right ventricular lead was adhered to the header port. Consequentially, it could not be separated from the old pacemaker generator. Physician decided to leave the lead and the pacemaker implanted and he elected to implant a new right ventricular lead and pacemaker in the right pre pectoral region via right subclavian access. The procedure was completed without complication. Since the patient was pacemaker dependent, the physician used a temporary pacing wire to provide backup ventricular pacing support throughout the procedure. The patient was stable post procedure.